Event description:
The facility reported a colleague infusion pump with a malfunction of bad screen. This condition had the potential to interrupt delivery. The event was reported to have occurred during biomed testing in the biomed service department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This is involving a pump with software version 6.13.90 which is categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exceptions, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-(B)(4). A service history review was performed revealing the reported condition of "bad screen" is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "bad screen" was confirmed and reproduced during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.